Event description:
It was reported that during the implant procedure, the implant detection was unsuccessful. The implant detection was turned off after it was noted the ipg was working properly and the ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, analyzed and the parameters data showed implant detect status still "on" so some diagnostic and trend data had not started to be collected. No apparent reason for implant detect to not have completed.